Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2026 due to unknown reason. During the procedure, the implanted device was inadvertently explanted due to electrode displacement. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.